Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer performed troubleshooting and recommended that the customer replace the overlay power switch. The fse replaced the overlay power switch and the issue was resolved. The device was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged an alarm led failure. There was no patient involvement.